Event description:
A nurse reported the occlusion bell sounded during a procedure involving a patient with a dense cataract. The scrub nurse flushed the handpiece but the occlusion persisted. They tried a new handpiece, but the occlusion remained. The surgeon felt that the dense lens material contributed to the occlusion. The system was switched out with no further occlusion. A corneal burn occurred during segment removal resulting in wound leakage. An open globe repair with iris prolapse was required and two sutures were used to close the wound. The surgeon indicates the patient is doing well.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A sample has been received and in-house testing is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).